Manufacturer narrative:
The insulin pump alarmed during self test and was unable to communicate with the test blood glucose meter due to electrical component on the radio frequency board. No rewind anomaly or motor noise anomaly during testing. The insulin pump had normal operating currents, passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes clinical manager reported via phone call that the insulin pump will not download and was not receiving the meter readings either. Customer's blood glucose was 412 mg/dl; treated with the insulin pump. The customer stated that the issue has been happening since he received the device. It was stated the alarm did not occur during the rewind/prime sequence. They performed the rewind and it was stated that the motor sounded like it was struggling. They programmed a normal bolus into the air and bolus amount was recorded in the bolus history. A selftest was performed and the insulin pump alarmed failed selftest. It was advised the insulin pump would be replaced and agreed to return the product for analysis.